Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that they initially thought c2/c3 were within normal range, but then they confirmed c1/c2 were normal limits on impedance reading, caller did not know the values. Caller reported the rest of the electrodes were out of range, caller thought it might be >4000 ohms when the physician checked at 2v. Caller reported the patient was programmed on 0.6v on c1 and c2. Caller reported the intra-op impedance checked out fine. They reported an x-ray was also done, no lead migration was noted. Caller reported there were no falls or trauma related to the reported event. General troubleshooting of x-ray and fluoroscopy were discussed. It was reported troubleshooting resolved the reported issue. It was reviewed that if the physician decided to explant, they would need to return the system for analysis. No patient symptoms were reported. The ins had been checked the day prior to the report. No further complications were reported or anticipated.